Event description:
Pt rec'd a 2nd degree skin burn during an electrotherapy treatment. The skin burn location was in the area of treatment on the pt's lower back. The burn measured 1/2 inch or 1.2 cm in diameter. The pt had rec'd electrotherapy treatment, without incident, prior to this incident. The pt is expected to make a full recovery from the injury. Clinician prescribed the interferential waveform for the pt condition. The intensity setting for the output was set "to pt tolerance". The treatment time was 15 mins. All other treatment settings of the device are understood to be configured to the factory default settings. The treatment time was 15 minutes. The clinician also prescribed adjunctive heat therapy that was applied over the electrotherapy treatment area. The clinician instructed the pt on adjustment of the output intensity of the therapy. The pt completed the 15 minute treatment. The pt did not indicate any discomfort and/or pain during or post treatment. The clinician did not note any injury or redness in the area of treatment. Later that afternoon, the pt contacted the clinic to inform the clinician that the burn had appeared.

Manufacturer narrative:
Awaiting return and eval of the device.